Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) were not returned for evaluation. No performance allegations were made against (B)(6). There was no evidence that (B)(6) had previously been serviced. Review of the device history record confirmed that the associated device met all requirements for release. A review of the device history records was not performed for (B)(6) as there is no allegation against the device. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the driveline outer sheath, discoloration of the outer sheath, and evidence of a self-repair. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the reported outer sheath damage and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the reported self-repair can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was driveline (dl) cable sheath damage on a biventricular assist device (vad) patient. The patient had covered the damaged area with duct tape. After removal a singular break of the dl outer sheath was visible, approximately 25cm from the strain relief. The outer sheath started discoloring and slightly stiffening. The dl cover was soft/flexible and moveable. A dl sheath repair was performed, and the dl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.